Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 30 devices were received for evaluation; 30 events were confirmed during testing. Approx 29 devices were found to be affected by a loose component. Approx 1 device was found to have a damaged component. Approx 3 device evaluations are in progress. Approx 1 device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 34 malfunction events in which the device overheated. Approx 13 reported events had no patient involvement; no patient impact. Approx 21 reported events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four devices were received for evaluation; 4 events were confirmed during testing. Four devices were found to be affected by a loose component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 34 malfunction events in which the device overheated. Thirteen reported events had no patient involvement; no patient impact. Twenty one reported events had patient involvement; no patient impact.